Event description:
Customer reports to kendall healthcare products in 2000 that a needle stick injury occurred from a safety needle syringe. An insulin safety syringe was caught at the top opening because the container was overfilled. The health professional saw it before it stuck health professional's thumb. As health prof pulled the container out of the cabinet the syringe needle fell into health prof thumb. The syringe was allegedly not protected by the safety barrel. Source unk as well as level of contamination.